Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and was in the right ventricle during device change out. It was determined that the dislodgment occurred many years ago and was not discovered during the procedure. The lv lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.